Event description:
The above anchor would not click more than once and so would not detach from its insertion device. The anchor was unscrewed and removed from the patient. The procedure was completed using a speedscrew which required an additional bone hole to be drilled.

Manufacturer narrative:
The reported speedscrew device, intended for use in treatment, was not returned for evaluation. A relationship between the device and reported incident cannot be established as the product was not returned for investigation. Without the reported device a visual evaluation cannot be performed. From the information provided, the implant did not detach from its insertion device. Due to product not being available for evaluation the complaint could not be verified. An exact root cause cannot be determined; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) improper depth insertion. Or (2) poor bone quality. Improper depth insertion or poor bone quality can result in implant pull out. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.